Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that upon inserting farawave catheter visible air bubbles were noted. The air bubbles were not clearing when aspirating. The troubleshooting steps included reinserting farawave yet no improvement. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is expected to be returned. It was further reported that the octaray catheter was in the sheath prior to the air being observed. The farawave was in when the air was observed. The pressure bag on the pump was used for the irrigation of sheath. Nonstop bubbles were observed in the flushing line during aspiration. The guidewire was just inside the tip of catheter upon insertion. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that upon inserting farawave catheter visible air bubbles were noted. The air bubbles were not clearing when aspirating. The troubleshooting steps included reinserting farawave yet no improvement. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product was received for analysis. It was further reported that the octaray catheter was in the sheath prior to the air being observed. The farawave was in when the air was observed. The pressure bag on the pump was used for the irrigation of sheath. Nonstop bubbles were observed in the flushing line during aspiration. The guidewire was just inside the tip of catheter upon insertion. No other issue has been reported.